Event description:
Asr revision reported visa sales rep, asr resurfacing, left. Reason(s) for revision : patient was revised to address pain. Update rec'd: 01/09/2015- litigation papers received. Litigation alleges pain, bodily injury, osteolysis, blood clotting, nerve damage, and elevated metal ion levels. The stem and sleeve are being added because of elevated metal ion levels. The complaint was updated on: 01/22/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 1/21/2015 - medical records received. Dor provided. Upon revision, serosanguinous fluid and mild corrosion at the taper junction were noted. The information received does not change the MDR decision. This complaint was updated on: 2/5/15.